Event description:
The lay user/patient contacted lifescan alleging the meter intermittently powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The patient was admitted with a 90% lesion in the mid left anterior descending artery. The lesion was heavily calcified and the vessel was slightly tortuous. The lesion was pre-dilated. Ivus was going to be conducted, but the ivus catheter could not cross the lesion. Therefore, a 1.75mm rotablator was used and the lesion was pre-dilated again. Then, a 3.0 x 33mm cypher select plus stent was delivered to the target lesion, however, it would not cross the lesion due to calcification. Eventually the cypher was retrieved from the patient, after several attempts. The distal edge of the stent was confirmed to be flared. The procedure was completed with a 3.0 x 28mm promus stent. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.